Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous report by a nurse from (B)(6) of a patient who did not wear a mask (coded to peritoneal dialysis complication) and bacterial peritonitis with culture positive for e. Coli coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with culture positive for e. Coli. The cause of the peritonitis was reported as the patient did not wear a mask. The patient was admitted to the hospital on (B)(6) 2010 and discharged on (B)(6) 2010. On an unreported date, the patient discontinued pd therapy and transferred to hemodialysis. It was not reported if pd therapy resumed. Outcome of bacterial peritonitis and peritoneal dialysis complication was not reported. The nurse believed that the bacterial peritonitis with culture positive for e. Coli was not related to pd therapy; the nurse did not comment on causality for peritoneal dialysis complication.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.